Manufacturer narrative:
T:flex user guide states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose level was 163mg/dl. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. The customer acknowledged that apidra was contraindicated for use with the pump.